Event description:
Revision surgery - after speaking with the agent, he stated the revision surgery was caused when the surgeon believed he had to use a larger device as a result of dislocation. During the revision surgery, it was observed the patient had scar tissue in the joint which was pushing the implant out of place. The surgeon relieved the scar tissue and replaced the socket insert.

Event description:
Revision surgery - the surgeon performed a poly swap.

Manufacturer narrative:
The reason for this revision surgery was to remedy a dislocation after 5.1 months of patient use. The outcomes attributed to this event are required intervention to prevent permanent impairment/damage. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was not returned to djo surgical for examination. A review of the device history record showed no non-conforming material reports associated with this product. (B)(4). The root cause for the dislocation was most likely due to scar tissue. There is no information reported that showed a material, design, or manufacturing problem with the product.